Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burnt plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the customer used a high energy endo therapy accessory, such as laser, high frequency without securing enough distance from tip of the device. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU operation manual ¿3.2 inspection of the endoscope¿. The prevention method is described in the IFU operation manual ¿4.2 using endo-therapy accessories¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.